Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low readings on the sensor scan and experienced symptoms described as "unawareness, strange eyes, dryness of skin, smell of acetone" and was treated with insulin by their mother.